Event description:
It was reported that the patient presented to the emergency room for possible bronchitis. There was loss of atrial capture and a chest x-ray revealed that the lead had dislodged. The lead was repositioned. It was also reported that the patient experienced pain in the pocket site. It was noted that there was no evidence of infection. The physician chose to move the device to a subpectoral position due to the pain and the possibility of twiddler's syndrome. Both the device and the lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.